Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure and prior to use, the vasoview hemopro endoscopic vessel harvesting system would not deliver energy. The procedure was completed using a new hemopro and dc extension cable. There were no pt effects. The product was returned.

Manufacturer narrative:
Investigation summary: the device was returned to maquet cardiac surgery on (B)(6), 2010 for investigation. A visual inspection revealed that there were no non-conformities with the device, no signs of clinical usage, and no evidence of blood. Resistance measurements were out of spec. A pre-cautery test was performed on the returned device using a reference power supply and extension cable. The device did not perform according to specs during several device activations, the device would not produce steam or heat. Based upon the functional test, the reported complaint for "would not deliver energy" was confirmed. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. Internal file number - (B)(4).